Manufacturer narrative:
The patient weight was requested, but was not provided. The patient age was requested, but was not provided. Approximate age of device - 3 years and 6 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient admitted into the emergency room for chest pain, diarrhea and blood in the stool. The manufacturer¿s technical services representative reviewed the submitted log files and observed no remarkable trending in the pump parameters to report. The event history was normal. The pump operated as expected. Additional information requested but not provided.

Event description:
It was reported on (B)(6) 2017 that the gastrointestinal bleeding experienced by patient was caused by hemorrhoids. The bleeding resolved and the patient has been discharged home.

Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleed and a correlation to the left ventricular assist system (lvas) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.